Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? Unknown. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown. Did any pieces fall into the patient? No. If yes, were they retrieved? Na. Will all pieces be returned with the device? Yes. If no, were they discarded? Na.

Event description:
It was reported that the steel attachment on the anvil half of ntlc75 broke off while firing. The surgery was delayed by 30-minutes. New applier was used. No fragments were generated.